Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the alleged malfunction. The se performed extended self-testing on the device and all tests passed.

Event description:
Covidien received information stating that, a 980 ventilator was being used in simv mode on a patient. The customer stated that the respiratory therapist (rt) removed the patient from the 980 ventilator because they thought they lost the normal gas sounds and that they did ot hear flow from the ventilator for approximately 10-12 seconds and then heard flow. The patient was placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.